Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use assurant cobalt to treat a non-calcified and mildly tortuous subclavian artery lesion exhibiting 80% stenosis. No difficulty removing the device. No unusual resistance when removing the protective sheath. The device was prepped and inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. Device did not pass through another stent. No resistance was noted between the assurant cobalt and the other devices used in the procedure. During the procedure, it was reported that stent jumping occurred when pressure was applied to the assurant cobalt . The stent dislodged into the aorta, and was then collected. The 0.035" non-mdt guide wire was used via the brachial approach, but it is possible that the lesion length was short, causing the device to slip. Also, pressurization was not stopped once at around 2atm, and it could have prevented the balloon from forming a so-called ¿dog bone¿ shape, and caused the stent to jump. Another possible factor was an attempt to implant the long-shaft stent system via the brachial approach. The dislodged stent was removed. The sheath was replaced with a thicker one, into which the device was retracted and then collected. The procedure was completed with a delay of less than 30 minutes. No patient injury reported.